Event description:
The reporter stated the surgeon inserted a cq2015 collamer three piece lens and the lens tore. The lens was removed with no pt injury, no enlarged incision or sutures. Another same type lens was implanted.